Event description:
It was reported one of patient's lead was not functional after a spinal surgery and exhibiting low impedances. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated surgical intervention was undertaken wherein the entire system ipg and leads were explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6). Batch: a000152399.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.